Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due to a damaged fowler ball screw and cam card. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.